Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.